Event description:
The customer, reported via the territory sales manager, that the surgeon implanted the cortical screw into the patient. X-rays was then taken and it appeared as though the screw had bent. The surgeon decided to remove the screw and implanted an identical replacement device. The replacement device was immediately available and therefore there were no delays to surgery and no adverse consequences were reported.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the device has been returned for investigation essentially complete but damaged. The hexagonal screw head was damaged (rounded and bent) to such an extent that was not possible to place the screwdriver in the screw head. Additionally the screw thread is squeezed in the most proximal part and scratches are present on the screw surface. The reported bending can be confirmed during investigation but it is attributable to be device unrelated misuse issues ( i.e improper use of the instruments, hard bone quality that may have necessitated additional tapping before usage - see original statements as per op-tech and ifus). During manufacturing, a 100% inspection of the relevant functional dimensions of each device was performed. During the inspection, all devices met the specifications. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Op tech tech sps ¿ basic fragment set (ref# 982183 [original statements] "although cortical screws are selftapping, it is advisable to pre-tap hard (dense) cortical bone before screw insertion." IFU for implants v15013/j: [ original statements]"ensure that you are familiar with the intended uses, indications/ contraindications, compatibility and correct handling of the implant, which are described in the operative technique manual for the product system. Please remember that product systems may be subject to alterations that affect the compatibility of the implant with other implants or with instruments. For your information, avail yourself of the training courses and publications offered. The physician¿s education, training and professional judgement must be relied upon to choose the most appropriate device and treatment.

Event description:
The customer, reported via the territory sales manager, that the surgeon implanted the cortical screw into the patient. X-rays was then taken and it appeared as though the screw had bent. The surgeon decided to remove the screw and implanted an identical replacement device. The replacement device was immediately available and therefore there were no delays to surgery and no adverse consequences were reported.